Event description:
During a left total hip replacement, as the physician was inserting the prosthetic cup with the zimmer inserter, the threaded tip of the zimmer inserter broke off inside the implant. After consulting with the zimmer representative, the decision was made not to remove the cup.